Event description:
It was reported that during a unknown procedure, the doctor presented a problem with the stapling. The doctor noted that the firing is hard, in other words it is happening with difficulty. The doctor has the sensation that the cut blade is ineffective. There was an opening of the staple line in the postoperative. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).additional information received:due to staple line opening, the patient was re-operated. The patient was in a critical condition and died (we were informed about the death on (B)(4), 2015). The following information was requested, but unavailable: what was the cause and date of death? Was the patient released from the hospital after the reoperation?was an autopsy performed?what was the surgical procedure?what was the specific area of staple line that opened? When and how was the post-op issue identified?what was done to address the issue?on what tissue type was the device used? At what location on the tissue?was it used on thick tissue?did the surgeon waited the recommended 15 seconds after closing and before firing the device?was the cartridge correct inserted, did they hear the ¿click¿?on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?what other color cartridges were used before and after this event?was buttressing material utilized? If so, which product?was the instrument fired across or near an existing staple line or clip?were any unexpected noises heard? If so, when?after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?was there any difficulty removing the device from the tissue?

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.